Event description:
It was reported that during the procedure in the right coronary artery (rca) with mild tortuosity and heavy calcification, a whisper guide wire was advanced followed by a trek dilatation catheter for pre-dilatation. After pre-dilatation was performed, a dissection was observed. A second trek dilatation catheter was advanced and dilatation was performed at the location of the dissection. The trek catheter was removed and guide wire access was lost due to use error; therefore, a balance middleweight guide wire (bmw 300) was advanced to the rca. An attempt was made to advance a 2.5x23 rx xience v stent delivery system (sds); however, the sds could not cross due to heavy calcification. The sds was removed from the anatomy. An attempt was made to advance a 2.75x12 rx xience sds but resistance (sticking) was felt with the bmw guide wire; therefore, the sds was withdrawn without resistance. A second 2.75x12 rx xience v sds was advanced and the same occurred. The sds was withdrawn without resistance and a third 2.75x12 xience v sds was advanced on the same guide wire without resistance and the stent was deployed successfully overlapping the 2.75x15 xience stent proximally. The dissection and the lesion were treated successfully with deployment of the stents. There was no adverse patient sequela and no clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(6) . Concomitant medical products: guide wire: whisper 190. There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the potential adverse events section of the trek rx and mini trek rx coronary dilatation catheter instructions for use is a known adverse event associated with coronary dilatation procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.